Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported door latch issues. The pump was received experiencing "door not fully latched" messages, caused by a backed out mechanism screw. No thread locker was found on the screw. The screws were replaced.

Event description:
It was reported that a spectrum pump had door latch issues. It was also reported that there was no pt injury.